Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. A long-term test was performed and no failure was found. Information was saved to disk multiple times, no failure found. (B)(4).

Event description:
It was reported that even though the programmer had recently been repaired, when testing the programmer in the field a failure still occurred. The programmer frequently froze quick after start-up. If restarting it was possible to do a few clicks and then it froze again. It would freeze at the beginning of a device test. Different patients were attempted and it was attempted later at the user's home and still the programmer would freeze. A new stylus was tried but did not resolve the issue. The programmer was returned for servicing. No patient complications have been reported as a result of this event.